Event description:
It was reported that a clinical support specialist (css) placed a return call to a biomed at 5:16 pm est. During the attempted call back there was a message indicating that the office was closed for the day. The css transferred to the operator at the hosp who paged the biomed on call. The css spoke with this biomed who stated that the other biomed was gone for the day and he was unaware of any intra-aortic balloon pump (iabp) issues. The css gave the direct cell contact number to this biomed. The on call biomed will attempt to reach the other biomed and will request him to call the css back directly if any assistance is required. The css received no further calls from this customer. An update of (B)(6) 2013, stated that a phone call to the biomed dept. There was a pump that had a helium leak alarm during use. The iabp was switched out successfully. The second iabp was a loaner delivered to the hosp by the sales rep. The issue was identified on hosp stimulator. The iab was not switched out. The pt outcome is okay. The field service rep is going out to the hosp. Per field service report received on (B)(6) 2013: symptom ¿ helium loss 2. Pump switched out. No harm to pt. Updated software due to contract. Findings/actions taken: found small leak in pump assembly. Ordered and installed new pump assembly. Performed preventative maintenance and functional checks ¿ passed. The pump is back in service. No report of pt death, complications or injury. The pt outcome was no harm to the pt. Software level 2.24.

Manufacturer narrative:
(B)(4).